Event description:
It was reported that there was oversensing during subthreshold impedance measurements. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products : 6947m, implantable tachy lead, (B)(6) 2012. (B)(4).